Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they did a c/s and the canister had around 2,500ml in it. When they took the pic of the canister the measurement was around 360ml. They stated there was a fair amount of bleeding and felt this was not an accurate measurement. The customer stated, that they opened the canister and took the clots out to better account for ebl. They ended up with 450 in clots and then ~350 when they used the triton to measure the fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they did a c/s and the canister had around 2,500ml in it. When they took the pic of the canister the measurement was around 360ml. They stated there was a fair amount of bleeding and felt this was not an accurate measurement. The customer stated, that they opened the canister and took the clots out to better account for ebl. They ended up with 450 in clots and then ~350 when they used the triton to measure the fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.